Event description:
It was reported that the device was faulty and blew out 2 brand new bulbs. The customer is sending in device for repair.

Manufacturer narrative:
Additional information will be provided once investigation is completed.